Event description:
It was reported that during a farapulse atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The sheath was about to be flushed when it was outside of the body. Once inserted into the left atrium, it was noted that the user was unable to draw back from the sheath. It was noticed the sheath would flush but not draw back. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis, no abnormalities or defects were found on the exterior of the sheath. Leak and aspiration testing of the returned faradrive sheath did not confirm a leak path that supported the allegation of loss of aspiration as described in the complaint summary. The complaint allegation was not confirmed through product analysis. Additionally, inspection of the hemostatic valves found the external and internal valves slightly torn on the inner faces by the center slit. Correction to the initial MDR in block(s) init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that during a farapulse atrial fibrillation ablation procedure, a faradrive steerable sheath was selected for use. The sheath was about to be flushed when it was outside of the body. Once inserted into the left atrium, it was noted that the user was unable to draw back from the sheath. It was noticed the sheath would flush but not draw back. Thus, the sheath was replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.